Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that issue had consistently occurred with all cadd legacy pumps that had been opened. Although the problem had not manifested during testing with physiological saline solution, its occurrence with drugs of varying viscosities had not provided a sufficient explanation. Issue was confirmed. The flow rate is outside the specification. Visual test was performed. The reported issue was confirmed by the technician, and the device will be submitted for functional and delivery testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the during blinatumomab treatment, a significant deviation from the recommended dose had been observed, with 30¿60 ml of medication remaining in the 250 ml cartridge at the end of the 3¿4 day treatment. This issue had consistently occurred with the pumps opened. Although the problem had not manifested during testing with physiological saline solution, its occurrence with drugs of varying viscosities had not provided a sufficient explanation. There was patient involvement, and unknown signs or symptoms experienced.